Event description:
Boston scientific crm rec'd info that the atrial lead was extracted following unsuccessful repositioning attempts after dislodgement due to poor pt anatomy. A competitor's lead was successfully implanted with no adverse pt effects reported.